Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clip fell out of instrument. The clip was retrieved from the patient. Another like device was used to complete the procedure. There was no patient consequence.